Event description:
The manufacturer received information alleging a ventilator was overheating. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's flow path thermistor and oxygen blending module board were replaced to address the issues.